Event description:
It was reported the pump touchscreen cracked. Additionally, an unknown malfunction alarm occurred. Customer's blood glucose was 171 mg/dl. Customer's reverted to manual injections for alternate insulin therapy.